Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated by e-mail that during removal the pledget broke inside of her and pieces remained inside. There have been four attempts ((B)(6) 2018) to contact consumer for more information but we have not been successful. No further information is available at this time.